Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient blood glucose (bg) was between 250 and 499 mg/dl without hyperglycemia signs or symptoms. It was reported the pump¿s active basal program correlated to the recorded basal delivery history, and the basal and bolus deliveries correlate to the recorded total daily dose history. This complaint is being reported based on the allegation of an inaccurate delivery issue. The reported bg excursion without hyperglycemic signs and symptoms does not meet criteria for a serious injury.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box data and history revealed no pump issues. The last bolus was delivered on (B)(6) 2014; the last basal delivery was on (B)(6) 2014. On (B)(6) 2014 the pump alarmed that insulin delivery exceeded the total daily dose. A loss of prime occurred on (B)(6) 2014 with a subsequent manual suspension for 12 hours 53 minutes when no insulin deliveries were made. About 30 minutes after insulin deliveries resumed, a loss of prime occurred and insulin delivery was suspended for 3 hours 17 minutes. The pump¿s total daily dose correlated appropriately to the delivery history and programmed basal rates. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. An accuracy test found the pump to be delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.